Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra meter was displaying an error (unknown) message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2014, at 10:30 a. M. The patient stated that he manages his diabetes with a combination of diabetes medication; however, he could not recall the specific names of medications used. The patient denied taking any action in regards to his normal diabetes management in response to the alleged issue. At an unspecified time on (B)(6) 2014, the patient stated his health care professional (hcp) took a ¿urine and blood test¿. The patient stated he obtained a blood glucose reading of ¿565 mg/dl¿ with another device (unknown type). The patient denied developing any symptoms. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.